Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. As a result, nonconformance a pr was previously raised on apr-2013. The supplier investigation, scope and corrective actions are detailed within the nc and corresponding CAPA. Product surveillance will continue to monitor for trends. Corrective action: as a result of root cause investigation, the following corrective actions are documented in CAPA: for the counter-bore and pin issue, a new fixturing system will be implemented at (B)(4) to assist in the assembly operation. The radius will be changed back to the original design and manufactured to specification moving forward. A work instruction will be completed for the assembly operation to ensure rework does not occur and assist in the use of the new fixtures. A supplier quality engineer will review the full scope assessment completed by the vendor for accuracy. Training will be conducted with the supplier.

Event description:
Triathlon 4:1 cutting block pin stayed behind in bone after it was used. Surgeon had to use pair of pliers to remove pin from bone.

Event description:
Triathlon 4:1 cutting block pin stayed behind in bone after it was used. Surgeon had to use pair of pliers to remove pin from bone.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.